Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that the patient's initial surgery occurred approximately four (4) years ago.

Manufacturer narrative:
(B)(4). Updated: b4, b5, g4, h1, h2, h3, h6, h10. Reported event was considered confirmed as medical records received noted worn poly and fractured humeral tray during revision procedure. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) visual examination of the provided picture foridentification of the broken comprehensive reverse tray. While the tray does appear to be worn, this cannot be confirmed. Additional information does not change the root cause of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: ep-115397, e1 44-41 std +3 hmrl brg, lot # 855930. Catalog #: 113636, comp primary stem 16mm mini, lot # 491360. The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01660, 0001825034-2020-01684. Unknown if the product will be returned.

Event description:
It was reported that the patient had sustained a massive bone fracture, pain and instability and underwent initial right reverse total shoulder on approximately five (5) years ago. Subsequently, the patient underwent a revision of a reverse right shoulder on about two (2) months ago, due to failure of the device when the patient was simply removing a lanyard from his neck. During this revision procedure it was noted the tray had fractured and bearing was noted to have wear. Surgeon was unable to remove the fractured baseplate and elected to remove the well-fixed stem. No complications were reported. No additional information available at this time.